Event description:
Teleflex - rusch nasal rae endotracheal tube (6.5mm cuffed): pilot balloon failed to indicate that the tracheal cuff was inflated upon intubation. A second tube was available and presented with the same issue upon testing. (Second) tube sequestered and delivered to mat. Svcs. Ref# 111781065, lot# 19dt46 description: rusch preformed agt nasal endotracheal tube - murphy eye, high-volume, low-pressure cuff.